Manufacturer narrative:
Evaluation, results: deformation problem.

Event description:
Device evaluation: the stent was positioned correctly on the balloon between the inner shaft markers as per specification requirements multiple struts from the 14th proximal stent segment were raised and pulled distally.

Event description:
A physician was attempting to deploy a 2.75mm diameter x 30mm length endeavor resolute drug eluting stent to treat a lesion in a patient. The target lesion was located in the cx, had 90% stenosis, severe calcification and moderate vessel tortuosity. Pre dilation was carried out with a 1.5 x 15 mm and a 2.5 x 20 mm balloon. The device was advanced but it could not pass through the lesion. It was reported that the struts of the stent were deformed. There were no patient complications or clinical sequelae report for this event. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.